Event description:
Stent to rca via radial approach - tr band applied prior to transfer to recovery room. Act 165 with additional 4000 units of heparin given. Hematoma discovered upon arrival. Tr band removed, hemostasis obtained using manual compression. New tr applied. Once manual compression was applied, skin tear occurred with exposure of fatty tissue. Skin required sutures to repair.